Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 694758 implantable tachy lead, (B)(6) 2008; 4194-78 implantable pacing lead, (B)(6) 2008; 5076-52 implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient was in atrial fibrillation (af) and had rapid ventricular response that resulted in the right ventricular (rv) lead delivering shocks. It was also noted that the rv lead had high thresholds. A device interrogation found that the device was at elective replacement indicator (eri) and the physician felt the device longevity was less than expected. The rv lead remains in use and the device was explanted and replaced. No further patient complications have been reported as a result of this event.